Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included fibromyalgia, chronic migraine, arthralgia, bursitis, dysfunctional uterine bleeding, anxiety, obesity, arthritis, hay fever, hypothyroidism, eczema and polycystic ovaries. Concomitant products included doxepin since 2013, duloxetine since 2013, ethinylestradiol;norethisterone acetate (loestrin), gabapentin since 2013, levonorgestrel (mirena), meloxicam and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced intermenstrual bleeding ("metorhagia (bleeding between periods)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage and back pain had resolved. The reporter considered back pain, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 (as written per ppf, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in a 43-year-old female patient who had essure (batch no. B61388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included fibromyalgia, chronic migraine, arthralgia, bursitis, dysfunctional uterine bleeding, anxiety, obesity, arthritis, hay fever, hypothyroidism, eczema and polycystic ovaries. Concomitant products included doxepin since 2013, duloxetine since 2013, ethinylestradiol;norethisterone acetate (loestrin), gabapentin since 2013, levonorgestrel (mirena), meloxicam and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 7-mar-2017, the patient experienced intermenstrual bleeding ("metorhagia (bleeding between periods)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage and back pain had resolved. The reporter considered back pain, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 (as written per ppf, please note discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: result: total bilateral occlusion. Batch no b61388 production date 2013-08-20 expiration date 2016-08-31 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included fibromyalgia, chronic migraine, arthralgia, bursitis, dysfunctional uterine bleeding, anxiety, obesity, arthritis, hay fever, hypothyroidism, eczema and polycystic ovaries. Concomitant products included doxepin since 2013, duloxetine since 2013, ethinylestradiol;norethisterone acetate (loestrin), gabapentin since 2013, levonorgestrel (mirena), meloxicam and paracetamol (tylenol). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 3 years 1 month after insertion of essure. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced metrorrhagia ("metorhagia (bleeding between periods)"). On an unknown date, the patient experienced back pain ("lower back pain"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, vaginal haemorrhage and back pain had resolved. The reporter considered back pain, menorrhagia, metrorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2014 (as written per ppf, please note discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: follow up 2 & 3 process together. Pfs received. Previously reported event "injury" was updated to menorrhagia (heavy menstrual bleeding). Event : metorhagia (bleeding between periods) were added. Events ; bleeding resolved. Lab data added. On 19-sep-2019: pfs received. Lab data , concomitant medication and condition added. Events ; abnormal bleeding (vaginal), pain, lower back pain were added. Follow up 2 & 3 process together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.